Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (ink spots) issue; alteration of liquid crystals. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. Unrelated to the complaint of ink spots on the display, investigation revealed a dim, faded and discolored display; no ink spots were observed on the display. Also unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.